Event description:
It was reported via repair work order that a retaining ring was missing from the head section pivot pin. It was reported that the head section could not hold weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.